Event description:
The catheter had been placed in a young pt and had been repaired 3 or 4 times. After the 3rd repair, it was reported that there was difficulty flushing the catheter. The nurse could feel that the metal stent had migrated 1" down the catheter. The catheter was repaired.